Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal siltex 425cc breast implant had a line of shell wear on the anterior aspect. In addition, the shell on the posterior aspect was noticed blue. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were observed within the shell wear, measuring approximately 0.2 cm and 0.3 cm respectively. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implants on (B)(6) 2021.